Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that they experienced low blood glucose of 36 mg/dl. Customer treated hypoglycemia with food. Customer stated that their mobile phone doesn't get any alerts and they do not have the mobile application open all the time. Carelink personal was accessible customer had been using the insulin pump system within 48 hours of reported low blood glucose event. Auto mode feature was active at time of high blood glucose event. The insulin pump will not be returned for analysis.